Event description:
The patient reported that they had a muscle cramp that looked like a lump at the implantable neurostimulator site the day prior to the report. It was noted that they could not sit comfortably while this lump was present. The patient mentioned that they had take tramadol, but the issue was resolved now. It was later indicated that the cramp was better the morning of the report, and they would call the healthcare provider if it returned again. Additional information received from the patient indicated that her ins will be removed and the healthcare professional (hcp) stated taking the lead out would be too damaging. The patient stated that the reason for removal was due to discomfort at the ins site and neurology problems. The reason for the removal was due to uncomfortable, stinging and moving lumping at the ins site. It was stated that it just seemed like it would lump up and gave her a hard bump, the sharp sting made her jump. It was noted that it was an uncomfortable lump when she was sitting and laying all of a sudden would have to get up and walk it off so that it would come back down to normal. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.